Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "I just took a call from a patient named (B)(6) . She had shoulder surgery this morning and was concerned because there was some wetness on the back of her shoulder and on the strap of her sling. She also said she saw blood on the chair and on her shirt. I told her that there could be some leakage from a bolus being delivered and that may cause some of the dampness. However she told me what was on the screen of the pump and it is working as it should be. I advised her to call in her anesthesiologist or surgeon and let them know about the blood that she is seeing. It was not frank nor was it losing blood. But I'm not sure it's coming from her surgical site or if it was mixed with the numbing medication or a serosanguinous fluid that comes from the surgical site. She said she would reach out to them. I advised her of shit any issues with the pump to call us back. The call was ended." A patient was involved but not harmed.